Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg pocket was revised on (B)(6) 2017. Reportedly, the patient complained of tenderness at the ipg pocket. The physician moved the pocket cephalad (toward the head) approximately two inches.